Manufacturer narrative:
Qn(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "patient underwent a robot-assisted prostatectomy. Post-operatively, the patient was informed by the operating physician that the procedure was successful in removing the prostate and cancer. However, the surgery reportedly took significantly longer than anticipated due to extensive intra-abdominal adhesions that complicated the procedure. Following the surgery, the patient reported blue material (suspected hernia mesh) and signs of infection draining from the left abdominal port site. This complication reportedly required two additional surgical interventions. The patient further experienced persistent lower abdominal pain, which was reportedly attributed to either inadequate performance of pelvic floor rehabilitation exercises or pre-existing adhesions. No further diagnostic workup was reportedly conducted at that time. Due to ongoing symptoms, the patient underwent a subsequent surgical procedure on (B)(6) 2021 using the same robotic system for the intended removal of adhesions. The patient reported that no adhesions were found during this procedure. Post-operatively, the patient experienced airway complications during extubation requiring r e-intubation in recovery, after which a code blue was initiated, and the patient spent the night in the intensive care unit (ICU). The patient reported that a urinary catheter was inserted post-operatively, which led to significant complications. According to the report, the patient experienced severe pain and bleeding overnight, with multiple painful attempts required to remove the catheter. Following catheter removal, the patient reported complete urinary incontinence. It was subsequently identified that one hem-o-lok clip placed during the initial robotic prostatectomy had protruded into the urethra, where it became entangled with the catheter, reportedly resulting in urethral injury. Additionally, the patient reported that pre-existing hernia mesh was not replaced during the prostatectomy, and that interaction between the robotic arms and the mesh resulted in disruption of the mesh and development of a large abdominal hernia. As a result of the robotic prostatectomy and subsequent complications, the patient reported the following outcomes: large abdominal hernia, total urinary incontinence, and erectile dysfunction. The patient further reported undergoing evaluations with both women's and men's health physiotherapy services, where it was concluded that the damage sustained was irreversible. The patient stated that they were unable to obtain satisfactory explanations or guidance from the physician or nursing staff regarding management and next steps, and that responsibility was reportedly attributed to the patient's history of prior surgeries. The patient reported receiving no formal follow-up communication from either the hospital or the physician. The patient sought external medical opinions regarding the hernia, where it was reportedly confirmed by multiple physicians that a standard repair could be performed, though the patient would likely be left with an abdominal bulge due to muscle stretching caused during the robotic procedure. Alternatively, a more extensive abdominal wall reconstruction was presented as an option. The patient subsequently underwent hernia repair at a different hospital. Regarding urinary function, the patient initially experienced temporary improvement; however, following flexible cystoscopy and urodynamic studies, it was determined that the perceived improvement was due to scar tissue and that the damage was permanent. As a result, the patient later underwent implantation of an artificial urinary sphincter. The patient reported that when first consulting with the physician, robotic prostatectomy was presented as a treatment option, and e ducational materials were provided. According to the patient, no information was provided regarding potential risks associated with hernia mesh interaction, hem-o-lok clip misplacement or migration, or known adverse events related to the robotic system or associated devices. The patient further reported that during one of the procedures, the physician stated that they were positioned with their back to the patient while operating from a computer console and could not directly visualize the complication. ICU staff reportedly expressed that they could not identify what the catheter could have become entangled with, as no foreign material was expected to be present in the urethra. Between (B)(6) 2021 and (B)(6) 2022 (approximately 18 months), the patient reported undergoing 32 hospital and outpatient visits, including: multiple surgical and corrective procedures, emergency department visits, follow-up consultations, diagnostic imaging and tests, including MRI, CT scans, ultrasounds, x-rays, ecgs, and blood tests. All visits were reportedly related to complications arising from the initial robotic prostatectomy."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent a robot-assisted prostatectomy. Post-operatively, the patient was informed by the operating physician that the procedure was successful in removing the prostate and cancer. However, the surgery reportedly took significantly longer than anticipated due to extensive intra-abdominal adhesions that complicated the procedure. Following the surgery, the patient reported blue material (suspected hernia mesh) and signs of infection draining from the left abdominal port site. This complication reportedly required two additional surgical interventions. The patient further experienced persistent lower abdominal pain, which was reportedly attributed to either inadequate performance of pelvic floor rehabilitation exercises or pre-existing adhesions. No further diagnostic workup was reportedly conducted at that time. Due to ongoing symptoms, the patient underwent a subsequent surgical procedure on (B)(6) 2021 using the same robotic system for the intended removal of adhesions. The patient reported that no adhesions were found during this procedure. Post-operatively, the patient experienced airway complications during extubation requiring r e-intubation in recovery, after which a code blue was initiated, and the patient spent the night in the intensive care unit (ICU). The patient reported that a urinary catheter was inserted post-operatively, which led to significant complications. According to the report, the patient experienced severe pain and bleeding overnight, with multiple painful attempts required to remove the catheter. Following catheter removal, the patient reported complete urinary incontinence. It was subsequently identified that one hem-o-lok clip placed during the initial robotic prostatectomy had protruded into the urethra, where it became entangled with the catheter, reportedly resulting in urethral injury. Additionally, the patient reported that pre-existing hernia mesh was not replaced during the prostatectomy, and that interaction between the robotic arms and the mesh resulted in disruption of the mesh and development of a large abdominal hernia. As a result of the robotic prostatectomy and subsequent complications, the patient reported the following outcomes: large abdominal hernia, total urinary incontinence, and erectile dysfunction. The patient further reported undergoing evaluations with both women's and men's health physiotherapy services, where it was concluded that the damage sustained was irreversible. The patient stated that they were unable to obtain satisfactory explanations or guidance from the physician or nursing staff regarding management and next steps, and that responsibility was reportedly attributed to the patient's history of prior surgeries. The patient reported receiving no formal follow-up communication from either the hospital or the physician. The patient sought external medical opinions regarding the hernia, where it was reportedly confirmed by multiple physicians that a standard repair could be performed, though the patient would likely be left with an abdominal bulge due to muscle stretching caused during the robotic procedure. Alternatively, a more extensive abdominal wall reconstruction was presented as an option. The patient subsequently underwent hernia repair at a different hospital. Regarding urinary function, the patient initially experienced temporary improvement; however, following flexible cystoscopy and urodynamic studies, it was determined that the perceived improvement was due to scar tissue and that the damage was permanent. As a result, the patient later underwent implantation of an artificial urinary sphincter. The patient reported that when first consulting with the physician, robotic prostatectomy was presented as a treatment option, and e ducational materials were provided. According to the patient, no information was provided regarding potential risks associated with hernia mesh interaction, hem-o-lok clip misplacement or migration, or known adverse events related to the robotic system or associated devices. The patient further reported that during one of the procedures, the physician stated that they were positioned with their back to the patient while operating from a computer console and could not directly visualize the complication. ICU staff reportedly expressed that they could not identify what the catheter could have become entangled with, as no foreign material was expected to be present in the urethra. Between (B)(6) 2021 and (B)(6) 2022 (approximately 18 months), the patient reported undergoing 32 hospital and outpatient visits, including: multiple surgical and corrective procedures, emergency department visits, follow-up consultations, diagnostic imaging and tests, including MRI, CT scans, ultrasounds, x-rays, ecgs, and blood tests. All visits were reportedly related to complications arising from the initial robotic prostatectomy.